Event description:
It was reported that immediately after an ion endobronchial lung biopsy procedure, the patient experienced minor bleeding that required suctioning. The physician stated all the patient labs were fine prior to the procedure. Due to a large vessel located near the nodule, the patient had experienced an insignificant amount of bleeding described as "some oozing." After the procedure, the patient was treated with cold saline, remained stable, and was discharged directly after the procedure. Per the physician, there was no malfunction of the ion system. The biopsy was diagnostic for cancer.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.